Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer reported receiving a power loss alarm. The current battery has been in the pump for at least 1 hour. The customer received another alarm after replacing the battery. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Unit passed self test, active current measurement, and sleep current measurement. No unexpected battery power loss noted during testing. Unit was successfully downloaded using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec. On adapt, no relevant alarms were recorded to confirm customer's concern. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, lcd flex connector, and j7 connector. Test p-cap locked in place properly during testing. The following damages were also noted: corroded battery tube, pillowing keypad overlay, battery tube threads - cracked, and scratched case in summary, customer concern for unexpected battery power loss not confirmed. Unit passed testing within spec. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.